Event description:
The pt reported that they used the suspect device to check their blood glucose and pt obtained a result of 200mg/dl. They did not take any action on the result. They then blacked out and paramedics were called. Pt said the emergency medical technicians told pt that their blood glucose was 20mg/dl and they gave pt liquid glucose, then transported pt to the ER. Pt's blood glucose at the ER was 40mg/dl and pt was given more liquid glucose and food. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were used on the system by the patient and were within range. Pt also stated they had rerun controls and they were out of range. They then reported that they keep some test strips out of the original capped vial and place them in a plastic bag. Labeling states to keep the test strips in the original manufacturer's vial and keep the vial tightly capped. Pt threw the test strips away before reporting the incident.